Event description:
It was reported that pump screen was broken, remained black, and did not turn on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.